Event description:
Procedure: hernia. According to the reporter: the mesh tore when it was inserted and applied to the pt. A new piece of mesh was used. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. This did not cause more than 250 cc of unanticipated blood loss. The case was not delayed more than 30 minutes.

Manufacturer narrative:
(B)(4).